Event description:
It was reported that the patient's previous generator stopped working in 1998 and that it was described as an "inactive vns - questionable battery fault". The site did not have any additional information as the patient was first seen in 2013. No additional relevant information has been received to date.